Event description:
It was reported that the patient was experiencing dizziness and a low heart rate. It was determined that an intermittent loss of right ventricular capture was occurring every other beat. A chest x-ray found the lead to be in place. The lead was explanted and replaced on (B)(6) 2014. The patient was fine during and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.